Event description:
It was reported that "possible patient burn. Surgery team did not notice any burn after surgery. Patient came back for 2 week post surgery check and told dr. About burn. Dr. Said, burn was size of cigarette burn. Pad was placed in area of burn. No pad is available for return due to time lapse after surgery, also no photos are available to send to conmed."

Manufacturer narrative:
The facility reported to us that because complaint was 9 days post-procedure, no device is available for evaluation and no lot code information available. Also no photos were taken of the area involved in this complaint. Due to the lack of specific information, no investigation is possible. We consider this complaint closed.